Event description:
It was reported that a patient notifier had been issued due to an out-of-range impedance value. Technical services was contacted and pointed out that none of the impedance measurements had been in-range since implant. The cause was thought to be a poor header connection. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).